Manufacturer narrative:
The investigation has determined that report higher than expected troponin es results obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6070 on a vitros 5600 integrated system. The results were considered discordant when compared to a vitros hs troponin I (hstni) result and a non-vitros troponin result obtained from the same patient sample. The assignable cause of the non-reproducible higher than expected patient sample result could not be determined. Based on historical qc fluid results, a vitros tropi es lot 6070 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 6011 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. The customer did not perform a precision test; therefore, instrument performance at the time of the event could not be verified. However, there was no evidence indicating an instrument related issue. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling may have contributed to the event. It is possible that cellular debris resulting from inadequate sample preparation was present in the affected sample; however, this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 6070.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected troponin es results were obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6070 on a vitros 5600 integrated system. The results were considered discordant when compared to a vitros hs troponin I (hstni) result and a non-vitros troponin result obtained from the same patient sample. Patient 1, sample 1 vitros tropi es results of 0.256 and 0.26 ng/ml which is > ami cutoff 0.120 ng/ml versus the expected result hstni result of <ami negative (<1.5 ng/l) which is < ami cutoff 11 ng/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).